Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During a follow-up on 11 jul 2016, the following behavior was encountered on the programmer screen in two successive programming sessions of the ICD: upon the first interrogation during the follow-up, the following warning message was displayed on the programmer screen: "battery depletion detected (end of indicator) replace the device". Following the above message, it was confirmed that the magnet rate had been decreasing to 82 min-1 and the battery voltage last measured was displayed as 5.04 v. After the above programming session was ended, the ICD was interrogated again. This time, the above warning message did not appear upon the interrogation. The battery curve was showing a different curve from the one shown in the previous programming session, while the battery voltage last measured was still displayed as 5.04 v. This information was reported to the distributor on (B)(6) 2016 when scheduling device replacement for normal battery depletion. The device was replaced on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the reurned device did not reveal any anomaly.

Event description:
During a follow-up on 11 jul 2016, the following behavior was encountered on the programmer screen in two successive programming sessions of the ICD: upon the first interrogation during the follow-up, the following warning message was displayed on the programmer screen: ¿battery depletion detected (end of indicator) replace the device¿. Following the above message, it was confirmed that the magnet rate had been decreasing to 82 min-1 and the battery voltage last measured was displayed as 5.04 v. After the above programming session was ended, the ICD was interrogated again. This time, the above warning message did not appear upon the interrogation. The battery curve was showing a different curve from the one shown in the previous programming session, while the battery voltage last measured was still displayed as 5.04 v. This information was reported to the distributor on 6 dec 2016 when scheduling device replacement for normal battery depletion. The device was replaced on (B)(6) 2016 and will be returned for analysis.

Event description:
During a follow-up on (B)(6) 2016, the following behavior was encountered on the programmer screen in two successive programming sessions of the ICD: upon the first interrogation during the follow-up, the following warning message was displayed on the programmer screen: ¿battery depletion detected (end of indicator) replace the device¿. Following the above message, it was confirmed that the magnet rate had been decreasing to 82 min-1 and the battery voltage last measured was displayed as 5.04 v. After the above programming session was ended, the ICD was interrogated again. This time, the above warning message did not appear upon the interrogation. The battery curve was showing a different curve from the one shown in the previous programming session, while the battery voltage last measured was still displayed as 5.04 v. This information was reported to the distributor on 6 dec 2016 when scheduling device replacement for normal battery depletion. The device was replaced on (B)(6) 2016 and will be returned for analysis.